Event description:
It was reported that three weeks post implant, the patient presented in the clinic for a routine follow up and the atrial lead exhibited loss of sensing and capture. A fluoroscopy revealed that the lead had dislodged. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.